Event description:
Report received from hospital indicating several needlesticks had occurred while using the autoshield pen needle.

Manufacturer narrative:
Evaluation date/time: 10/16/07 10:55:43. Contact a: follow up calls to the customer have not been returned. Unable to perform a lot history/complaint history review, lot number is unk. Since training was identified as a possible issue at this account, in-service record was reviewed. In-service at this account took place in the early release of the product and at the time of the needlestick occurrence, re-inserving had not yet taken place. Account was scheduled for re-inservicing by october 15, 2007 at which time the new, more intensive training would be held for hospital staff. Will continue to monitor on monthly trend reports. No further action is required at this time.